Event description:
Caller reported that multiple cartridges leaked insulin. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Caller was able to change the cartridge and resume insulin therapy successfully, though the exact location of the leak on the pump or cartridge was unknown. No additional cartridge was available for return.